Event description:
It was reported that the patient experienced hyperglycemia after the time on the pump was set incorrectly. The reporter stated that the patient selected a.m. Rather than p.m. When the time was corrected on the previous evening. It was noted that the patient woke up with bg 368mg/dl and later had blood glucose (bg) between 268mg/dl and 491mg/dl with dizziness; ketone testing was negative. The reporter said that the patient was treated with correction dose via the pump and the time was corrected. This complaint is being reported due to the following conclusion: the patient experienced hyperglycemia after setting the time incorrectly and subsequently receiving incorrect insulin doses.

Manufacturer narrative:
The pump is not expected to be returned to animas for evaluation at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed if needed. No conclusions can be made at this time.